Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("peforation of other organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). At the time of the report, the fallopian tube perforation, perforation and hypersensitivity outcome was unknown. The reporter considered fallopian tube perforation, hypersensitivity and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("peforation of other organs") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients had essure inserted. On unknown dates, the patients experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). At the time of the report, the fallopian tube perforation, perforation and hypersensitivity outcome was unknown. The reporter considered fallopian tube perforation, hypersensitivity and perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.